Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen two years ago and the longevity remaining was about seven years. At the most recent follow up, however, the longevity remaining decreased to about one year. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects reported.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen two years ago and the longevity remaining was about seven years. At the most recent follow up, however, the longevity remaining decreased to about one year. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects reported. Additional information: the device was explanted, replaced and returned for analysis. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.